Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "opened the box and the interior packaging was damaged. The taper of the stem had penetrated through packaging. We then used a stem with the same diameter and length without the porous body segment. The doctor mentioned that it was okay because we had another stem that was the same size."